Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead thresholds were observed to have risen to a range that was described as high the week following implant. The lead had caused a perforation resulting in cardiac tamponade and pericardial effusion which required drainage. The lead was repositioned the following day and remains in use. When reconnecting the lead to the cardiac resynchronization therapy defibrillator (crt-d), the atrial setscrew was sideways and the atrial port was noted to be damaged. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also experienced chest pain.